Event description:
It was reported to boston scientific corporation, that a corflo cubby dual port standard balloon was placed during a percutaneous endoscopic gastrostomy (peg) procedure (patient age, gender and weight unknown). According to the complainant, approximately 2 weeks after placement, the balloon was found to be leaking water. Another device was used to replace this device (replacement device unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
A visual examination of the returned device observed that there are two small pinholes at the proximal end of the balloon near the bond. One of the two holes appeared to have propagated towards the balloon bond. The cause of the pinhole is undetermined.